Manufacturer narrative:
H.6. Investigation: one sample and one photo were provided to our quality team for investigation. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The final product for lot ta10527 is assembled and packaged at a supplier site. We provided the photo to the supplier for evaluation and they were able to verify the product was outside the blister pack which resulted in improper sealing of the blister package. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator which led to poor sealing of the blister pack.

Event description:
It was reported that the tubing is in the seam of another package and cut on both sides, it was discovered before use with a bd secondary set c66 w/0.2u filter. The following information was provided by the initial reporter: customer reported that they received secondary set c66 with which he has a problem again. The tubing from one package is in the welded seam of the other package and the tubing is therefore cut on both sides. Both tubings are unsterile.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing is in the seam of another package and cut on both sides, it was discovered before use with a bd secondary set c66 w/0.2u filter. The following information was provided by the initial reporter: customer reported that they received secondary set c66 with which he has a problem again. The tubing from one package is in the welded seam of the other package and the tubing is therefore cut on both sides. Both tubings are unsterile.